Manufacturer narrative:
The insulin pump passed displacement test. However, the device was unable to prime during the prime test and it alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and it passed. The device had minor scratches on the lcd window and cracked case at display window corners.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call, the insulin pump had alarmed motor error during bolus basal. It is unknown if the device was exposed to high magnetic field. The alarm had occurred two times in the last thirty days. The customer doesn't use the sensor feature and was able to complete the rewind process. The device is returning for analysis.